Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to b5 for more information regarding the specific circumstances of this event. Additionally, investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this system exhibited variable pacing impedance measurements from the right ventricular (rv) lead. Device data was forwarded to boston scientific technical services and it was discussed that the shock impedance measurement was also high and out-of-range (130 ohms). It was discussed that these impedance changes are most likely due to patient factors, such as calcification. In-clinic maneuvers were recommended to evaluate the system integrity. Information has been requested regarding the event resolution, but has not yet been received. At this time, the system remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to b5 for more information regarding the specific circumstances of this event. Additionally, investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this system exhibited high, out-of-range impedance measurements. Device data was forwarded to boston scientific technical services (ts) for review. Ts noted that every three months there has been a sudden increase in impedances over the past year and suspect patient condition/factor. Despite this suspicion, ts still recommends lead integrity testing. Exhaustive attempts were made for information regarding the event resolution, but a response was not received. At this time, the system remains implanted and no adverse patient effects were reported.

Event description:
It was reported that this system exhibited high, out-of-range impedance measurements. Device data was forwarded to boston scientific technical services (ts) for review. Ts noted that every three months there has been a sudden increase in impedances over the past year and suspect patient condition/factors. Despite this suspicion, ts still recommends lead integrity testing. Recently, the patient was seen in-clinic was the pacing impedance measurements were out-of-range (greater than 2,500 ohms), in addition to the persistently high shock impedance values. Since the implanted device has one year of remaining longevity, the physician plans to replace the right ventricular (rv) lead to resolve the event. At this time, the system remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to b5 for more information regarding the specific circumstances of this event. Additionally, investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this system exhibited high, out-of-range impedance measurements. Device data was forwarded to boston scientific technical services and is currently pending review. At this time, the system remains implanted and no adverse patient effects were reported.